Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The pinnacle liner extraction handle's tongue has been bent and will no longer work properly.

Manufacturer narrative:
Examination of the returned instrument confirms the reported damage. The overall condition of the instrument suggests repeated use as the root cause. Inadvertent use error / mishandling may also have been a factor. Based on the investigation, corrective action is not indicated at this time. Continue to monitor via (B)(4). Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.